Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 338.100, lot: 3595034, manufacturing site: hägendorf, release to warehouse date: february 15, 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: one drill bit was returned for evaluation. The visual inspection confirmed that the coupling end is broken off. In addition, the drill bit is quite dull/blunt, the cutting edges are nicked and rounded. The instrument is in used condition. The fracture face is homogeneous, which indicates material conformity. Dimensional inspection: not required as root cause is use related. Document/specification review: drawing for drill bit and drawing for coupling end was reviewed during this investigation. The manufacturing documents were reviewed, and no complaint related issues were detected. The coupling end was function checked per 100% with the appropriate function gauge during manufacturing. This production lot (3595034) was manufactured in february 2011 according to the specification. Summary: the complaint is confirmed as the coupling end of the drill bit is broken. This production lot (3595034) was manufactured in february 2011 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. There were no issues during the manufacture of this product that would contribute to this complaint condition. Based on these findings, the age and the very used and dull condition of the device, a manufacturing related issue can be excluded. We have to assume that a mechanical overload, either by too much lateral stress or/and an excessive contact with the guide wire caused the breakage. Wear and tear may also have played a certain role. In this relation, we would like to point out that further hints concerning the limits of reprocessing (e.g. End of life of a device) can be found in the important information leaflet. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine dhs case the 8mm drill broke at the level of the attachment to the chuck- drill broke into two pieces . A second dhs set was opened and the drill from that set was used. The case was completed uneventfully with no adverse consequence to the patient. Concomitant device reported: unk - handles: trauma (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).